Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sensor in a hospital setting, the sensor had intermittent dropouts in readings, as well as a mismatch in sensor values, with a recorded head value of 40 and a leg value of 80. It was confirmed to be user error and training has been offered to users. There was no patient injury.

Manufacturer narrative:
D10 - concomitant product: safb-sm/intl20 somasensors safb-sm/intl20 adt - a240904g medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sensor in a hospital setting, there were issues with sensor readings. Specifically, the sensor experienced intermittent dropouts in readings, as well as a mismatch in sensor values, with a recorded head value of 40 and a leg value of 80. At the time of the report, there was no patient injury.